Event description:
It was reported that the programmer does not start and it had no reaction. The programmer was returned to the manufacturer for serv icing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the programmer did not boot. It was also noted that the power bay assembly was damaged, the keypad chart recorder was defective and the electrocardiogram (ECG) connector was loose. (B)(4).